Manufacturer narrative:
The insulin pump error was found in the long trace due to corroded force sensor. Also found moisture damage on the connectors. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further information was given.